Event description:
It was reported to boston scientific corporation that following implantation with an uphold vaginal support system (procedure date unknown) via horizontal incision, the patient returned to the operating room for mesh revision due to urinary retention. The patient is reportedly over 18 years of age. Her current condition is unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The patient's exact age is unknown; however the age range for the study participants was 35-85 years. Alternate email address for contact (B)(6). Literature - event published in the following journal article: int urogynecol j. 2012 dec;23(12):1753-61.

Event description:
It was reported to boston scientific corporation that following implantation with an uphold vaginal support system (procedure date unknown) via horizontal incision, the patient returned to the operating room for mesh revision due to urinary retention. The patient is reportedly over 18 years of age. Her current condition is unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information february 14, 2014. The uphold mesh was implanted into the patient on (B)(6) 2010. The patient was reported to have had preexisting urinary retention and valsalva voiding before placement of the uphold. Therefore, according to the primary investigator of the published journal article, it was thought that the patient was most likely to have been at higher than average risk for post-operative voiding dysfunction, regardless of the choice of prolapse repair. The partial retention was resolved after relaxing the distal mesh, and no other treatment was needed aside from this reoperation.